Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000210 h3: a medtronic representative went to the site to test the equipment. Testing revealed that generator error e046 - no communication to generator was found. The rep found broken pendant dongle screws plus standoffs and replaced them. Verified ps1 power supply voltage was too low and was adjusted and steady. The imaging system then passed the system checkout and was found to be fully functional. H6: b01, c02 and d02 apply to the system checkout. B17, c20 and d15 apply to concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that while powering on the system, the radiation indicator showed that it was disabled and could not be initiated. The system power was restarted twice, which resolved. The issue and the site was then able to continue scanning the patient. After scanning and continuing with the surgery, the system showed the radiation disabled/initializing. The representative reseated the umbilical cable and the issue was resolved. There was no reported delay to procedure and no reported impact to patient outcome. Additional information was received. The procedure being performed was a posterior lumbar spinal fusion.